Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic hepatectomy and cholecystectomy, on the hepatic artery, there was poor staple formation, the staples were not present across the hepatic artery after firing and the staple line was incomplete centrally. Surgical intervention was needed to prevent a permanent impairment of a function. There was a conversion from a laparoscopic robotic to open patient abdomen surgery and repaired the bleeding hepatic artery. The event lead to extended hospitalization and incision was extended more than 1 inch or 2.54cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.